Event description:
It was reported that the patient needed more stimulation coverage. The patient reported she "went through a death basically" and was cardioverted in (B)(6) 2012; as a result all of her programming in her device was "erased." The patient was reprogrammed "a week after that." The patient stated she was feeling stimulation on her left side but needed more coverage on her right side. The patient stated "it does not go over far enough on the sciatic."

Manufacturer narrative:
Concomitant medical products: product ID 8590vwa, lot# 10642366, implanted: (B)(6) 2010. Product type: accessory: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 236730002, implanted: (B)(6) 2010. Product type: accessory. (B)(4).